Event description:
The patient had her lead removed due to the high impedance. The explanted lead and generator were both reportedly discarded after the removal surgery.

Event description:
It was reported that a patient had high impedance identified on a system diagnostic test. The patient was unable to receive their entire programmed therapy. A review of the available programming and diagnostic history showed that the patient had previously had good diagnostic results. No known surgical interventions have occurred to date.